Event description:
Self expanding stent was placed in a saphaneous vein graft during angioplasty. On removal of sheath at the groin site, the actual stent partially protruded and was removed surgically.